Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -06.50/+3.0/001 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6)2022. The lens was reported as low vaulting and lens rotation. The lens remained implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b1: adverse event. B2: required intervention to prevent permanent impairment/damage. B5: the lens was replaced on (B)(6) 2023 with a longer length lens. D4: unique identifier number: (B)(4). D6b: on (B)(6) 2023. H1: serious injury. Claim#: (B)(4).